Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving shock therapy. Physicians reviewed the episode and observed massive oversensing and noise, indicating the shock was inappropriate in nature. Of note, the patient reported a recent fall on their left side which resulted in injury to their left thoracic side. As such, the physician's had a strong suspicion the electrode was fractured. The patient's s-ICD was also located near the area of injury. Subsequently, the patient underwent a revision procedure, and the entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving shock therapy. Physicians reviewed the episode and observed massive oversensing and noise, indicating the shock was inappropriate in nature. Of note, the patient reported a recent fall on their left side which resulted in injury to their left thoracic side. As such, the physician's had a strong suspicion the electrode was fractured. The patient's s-ICD was also located near the area of injury. Subsequently, the patient underwent a revision procedure, and the entire s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.